Event description:
It was reported that the right ventricular lead had a polarity change to unipolar. It was further reported that when testing the lead in bipolar, the lead polarity kept switching and that sensing was good but variable due to ectopy, which is not lead-related. It was further reported that the right ventricular lead had triggered an alert due to low impedance and that it was not able to be switched back to bipolar due to low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a polarity change to unipolar. It was further reported that when testing the lead in bipolar, the lead polarity kept switching and that sensing was good but variable due to ectopy, which is not lead-related. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.